Event description:
The customer reported that the fluoro pedal was sticking causing fluoroscopy to continue after the pedal was released. There was no pt involved. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pedal screws were evaluated and reseated. The system was tested and found to be working as intended and returned to service.